Manufacturer narrative:
The unit had a constant motor error alarm during rewind due to a motor encoder signal out of phase alarm. The displacement test could not be performed due to a motor error alarm. The motion sensor test failure alarm could not be confirmed due to a motor error alarm. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a motion sensor test failure alarm after rewinding the insulin pump. The customer's blood glucose level was unknown. The customer performed the displacement test and it passed, however the alarm recurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.